Event description:
It was reported that the control iq pump software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, control iq was in an active status, however, the customer did not acknowledge that control iq functioned as intended. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.